Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging in the 300's (mg/dl). Customer delivered a bolus to treat elevated bg level. Customer declined any further troubleshooting or to provide any further information on the reported issue.